Event description:
I use medtronic's "inpen" insulin delivery pen . I recently got e new one as they only last 1 year. I have been using their products since (B)(6) 2020 with no problems. The recently replaced pen was dispensing incorrect doses. If I dialed up 14 units, it only delivered 12.5. This is one example of the several times it didn't deliver the correct dose. I understand that tech things can go awry sometimes ,but I have a bigger problem with how poorly run their customer support is. Today (B)(6), calling their supposedly 24/7 call center and I get a message to call after 8 am central time. So I call at 8:05 and get connected to a call center in the philippines. My first interaction (B)(6) took almost an hour and they sent out a replacement and it arrived in the timeframe promised, but it was the wrong pen, for a different brand of insulin, so the fiasp does not fit it. I tried to call saturday and after 30 minutes on hold I opted for their "call back". (It never came !!) On sunday (B)(6) I tried calling again and after 45 minutes on hold I gave up. (Of course I didn't bother trying their bs "call back" option.) So, back to today: I got through to another person in the philippine call center and feel somewhat confident that they may be sending me the correct replacement. No testing done as this is an insulin delivery pen that I use to inject 6 to 8 doses per day. Having been on insulin for 38 years I have a very good idea on how to dose properly. This malfunction certainly can create life threatening situations.